Event description:
The pt enters through ER, has creatinine 8.7 (3 months prior 2.0) pt undergoes acute dialysis. 50 mins into dialysis the heather alarm comes on. Nurses referring to manual to help interpret alarms are advised to discontinue dialysis. Simultaneously the nurse learns that there is no r/o h20 available (pumps had tripped off). They returned blood to pt. Pt's respiratory failure worsens-codes - and dies at two hrs into dialysis. 0.5 fluid removed and 0.3 liters returned. Suspect pts sudden fluid bolus lead to respiratory arrest.